Event description:
During an informational call, the pt reported she noticed a few drops of insulin in the cartridge compartment of her insulin infusion device. The pt was instructed to dry it out with a cotton swab. During troubleshooting, the pt stated she did not put the adaptor and tubing on the cartridge prior to inserting the cartridge into the infusion device. The pt was advised to do so. On follow up, the pt stated she is doing well. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.